Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The instrument passed the electrical continuity test. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional findings not related to customer reported complaint were also identified: the maryland bipolar forceps instrument was found to have dried residue around the clamping pulley. This complaint is reportable malfunction event due to the following conclusion: there was evidence of thermal damage at the grip base between the grips. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a chip on the white plastic part of the tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on 22-may-2023 and obtained the following additional information regarding the reported event: during the last procedure, the maryland bipolar forceps (mbf) instrument operated as expected, and no arcing was noticed. The customer did not provide further information due to hospital¿s regulation.

Event description:
Refer to h10/h11 for follow-up information.